Manufacturer narrative:
Evaluaton: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth and square edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.

Event description:
The iab was inserted into the pt tranthoracically on 3/5/97. After iabp for over one hr, blood was noted in the tubing and the iab was removed. Another iab was inserted into the pt. It was unk if there were any complications from the event. The contact rpt'd that the pt went on to expire on 3/9/97. The following was rpt'd on 4/2/97: the pt was s/p cab x 3 with ascending and descending aortic repairs. The pump was augmentation well until a spiking augmentation pressure was noticed and pt pressure diminished. The pt systemic pressure was being transduced through the internal lumen of the iab catheter. Less than 20 seconds after a change in waveform, the iab catheter alarmed, at which point blood was noticed in the drive line. Event complications: unk - rpt'd 3/12/97; blood pressure dminished - rpt'd 4/2/97. Pt current status: expired - rpt'd 3/12, 4/2/97.